Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's touchscreen was frozen and unresponsive. Customer¿s blood glucose level ranged between 70-89 mg/dl. Reportedly, the customer performed a pump reset to resolve the issue.